Event description:
Customer allegedly received the following results, with three different meters, within 10 minutes: 219 mg/dl (aviva system 1), 197 mg/dl (aviva system 2) and 77 mg/dl (compact plus system). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has the strip vial to return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system. (B)(4).